Event description:
The patient reportedly experienced a blood glucose of 26 mmol/l with crankiness and headaches; the patient was tested for ketones and ketones were negative. The reporter stated that the patient recently broke a wrist and just finished taking percocet. The reporter stated that the patient was bolusing with the pump to correct for blood glucose levels however his blood glucose did not seem to be responding as it used to. The reporter stated that the patient was experiencing a growth spurt but had no changes in stress or activity levels. The reporter confirmed that all pump settings were correct. The reporter confirmed that there were no noted site or set issues however, it was determined that the patient was tucking the infusion set tubing into the notch prior to cocking the inserter. The patient was advised on the correct technique for insertion. The reporter stated that the patient's health care provider wanted to record the patient's blood glucose values prior making changes to the patient's settings. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
08/09/2012 supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.